Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, which was preceded by numbers ramping up. No significant events were recalled leading up to the issue. The customer was advised to discontinue use and continue using back-up plan. The customer's blood glucose was 13 mmol/l. Nothing further was reported.